Event description:
It was reported that the patient experienced infusion set fell off during use and infusion set in use for few hours on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 4.E1: Name: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.